Manufacturer narrative:
The technician found the side rail slide bracket is bent. The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The account alleged the side rail cannot be raised to the latch position. No patient impact.